Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging the pulse wire solder connection in the dn and damaging gel fire wires in the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.